Event description:
The surgeon brought attention to the rn that the codman disposable perforating drill had caused a small dural tear by continuing to spin once the pedal was released. Case management was called into the room and notified, this piece of equipment was taken off of the field, the lot and reference numbers were recorded and equipment rep was notified. Event reviewed and discussed with the doctor, who states that there are no implications and no harm was brought to the patient. The patient is doing well and the length of stay was not impacted. The codman representative was notified and all drills with corresponding lot numbers were sequestered.